Event description:
It was reported there were no problems or defects in the endoscope. The client pressed escape (esc) to continue the surgery. There were no abnormalities in the cv-190 and clv-s190 used in combination with the ltf-s190-5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned to olympus as the customer decided to use a third party vendor for the repair of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced a error code e218. The event was identified during the therapeutic kidney transplant. The procedure was completed using the same device. There was no delay. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
During testing inspection from a third party investigation team, the customer's allegation of communication error code e218 was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.